Manufacturer narrative:
The cause of the mistype is an anomaly in the communication between the instrument and the software. The echo lamp is turned off when reading the wells. Due to the lack of illumination, the test well image appears black. In rare instances, such as this one, the system may generate a false test well interpretation. For hemagglutination-based assays, a false negative test well result may be generated. For capture based assays, a false positive test well result may be generated. Advised customer to view all result images for blank/black well appearance prior to release of results and to repeat any sample that is given a valid interpretation when the corresponding image is blacked out. Also advised customer immucor is investigating the issue and working on a resolution. This issue was communicated to customers in technical communication cc-10-037-01 on february 15, 2011.

Event description:
Customer reported an abo mistype on the echo. Sample was tested initially on the neo and resulted ab positive. The sample was tested on the echo and resulted as a negative. The sample was re-tested on the echo and resulted ab positive as expected. The sample was not tested by manual tube method.